Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed, and the drive support cap appears to be normal. The customer mentioned that the label sticker is missing. Advised the caller to discontinue the use of the device and revert to back up plan. Days later, the customer called back and reported being hospitalized due to high blood glucose and bladder infection. The customer was not wearing the insulin pump at time of her admission. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose drive support disk. Scratched display window, missing end cap sticker, cracked case near display window corners and cracked reservoir tube lip noted during visual inspection.